Manufacturer narrative:
(B)(4). Lot number unknown / not provided. PMA/510(k) number unknown / not provided

Event description:
Doctor indicated the screw fractured, doctor was able to remove both parts of the screw, implant remains implanted and he used another screw to replace it.

Manufacturer narrative:
A large diameter titanium screw (ilrght) from certain ucla castable non-hexed cylinder (iwpc52t) was returned. Visual inspection of the as received product identified that the screw had fractured horizontally across the threads. The screw had significant signs of wear around the threads and the shank. There were noticeable nicks around the collar and the hex was completely stripped. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: biomet 3i restorative manual, instrm rev b 10/15. Biomet 3i restorative IFU (instructions for use) p-iis086gr rev. E 11/2015. Information identified: instructions for use of the recommended restoration are provided along with the appropriate torque values. In the case of certain titanium large hexed screws it is recommended to torque at 20ncm. Precautions: biomet 3i restorative products should only be used by trained professionals. The surgical and restorative techniques required to properly utilize these products are highly specialized and complex procedures. Improper technique can lead to implant failure, loss of supporting bone, restoration fracture, screw loosening, ingestion and aspiration and/or swallowing. Components made from peek material are intended for use for up to 180 days. The complaint was confirmed through visual and physical inspection of the as received products. A definitive root cause could not be determined. Device evaluated by manufacturer: change ¿no¿ to ¿yes¿.